Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with neurostimulator (ins) for post traumatic neuralgia. It was reported that the patient had a loss of therapy that the ins had not really worked in about a year. The patient did note that they felt better so they didn¿t really need the device. Additional information received on jan. 26, 2017 reported that the "device doesn't work¿ so the patient was looking for a healthcare professional (hcp) to have it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.